Event description:
A malfunction was reported on a customer's pump, which led to a visit to the emergency room and subsequent hospitalization. The highest recorded blood glucose level related to the incident was 750 mg/dl. The customer received treatment consisting of IV saline and insulin, which resolved the issue. No permanent damage or injuries were reported, and the customer was released from the hospital the following day, (B)(6) 2025. Reportedly, customer reverted to manual injections for insulin therapy.